Manufacturer narrative:
(B)(4). We are advised that 3 of the units have a component lot date of 080417 and 4 units have a lot date of 080416, with corresponding manufacture dates of 04/17/2008 and 04/16/2008 respectively. The complaint devices will not be returned to fisher & paykel healthcare for investigation. We have therefore made a request for further info and photographs to assist in our eval and investigation. We are still awaiting a response to our query. We will submit our results in our follow-up report at the completion of the investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the pivot securing nuts in several iw931aek cosycot infant warmers were prone to loosening when the heater assembly was swung from side to side. The hospital further reported that 7 units were affected. No pt consequence was reported.